Event description:
Report received of an underdelivery. In 04/2004 at an unspecified time, the pump was programmed to deliver an nspecified concentratin of ifosfamide and mesna at a rate of 215ml/hr with a volume to be infused (vtbi) of 251ml. When the delivery was complete, the nurse nioted that the nurse reprogrammed the devie to deliver the remaining medication. After the second delivery was complete, the device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required.